Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2017 with the following findings: a review of the black box showed frequent replace battery alarms. The pump was powered up to the verify screen. The verify screen was confirmed and the replace battery alarm occurred. The pump was opened to find moisture damage on the printed circuit board. The replace battery alarm was due to moisture damage.